Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the radio frequency programmer head was not working, the head cable was found to be twisted and the head failed three uplink amplitude tests. Additionally, the rubber portion of the head label was found to be coming loose and it, as well as the head's cable was replaced. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not working. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head was not working. The head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.